Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable collar is not disengaging correctly. This incident is not tied to a particular case; ongoing issue. Issue has not caused any delays or patient problems during case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.